Manufacturer narrative:
No blood was noted on the adhesive pad. No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.2 mmol/l (345.6 mg/dl) while wearing the pod on the leg between 4 and 24 hours. A correction was administered using the pod but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.